Event description:
The pt called lfs alleging that their one touch basic original meter would only prompt the insert strip icon. The pt neither alleged harm nor experienced injury. They reported taking insulin following the attempted use of the meter and their arm breaking out due to their diabetes. They were prescribed medication for the break out and no further treatment was sought. The customer svc rep walked pt through cleaning the meter and retesting with a new vial of test strips and the meter would only prompt the insert strip icon. Based on the info supplied by the pt, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. Pt's meter and control solution were replaced.